Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead was revised due to an increased capture threshold. A new lead was implanted and the procedure occurred without any issues. Patient is in stable clinical condition.